Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable and trunk cable connector showed signs of physical abuse but was able to secure to the monitor. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.